Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s implantable cardiac monitor (icm) revealed post sensed t-wave oversensing. Programming changes were made to resolve the oversensing. The patient was in stable condition.